Manufacturer narrative:
The device was received and the downloaded data returned an 0x18 alarm, indicating the device has reached an empty reservoir. The device ran for 3814 pulses before alarming and deactivating. No damages or defects were found during the investigation. The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined.

Event description:
It was reported that the patient's blood glucose level reached 395 mg/dl. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated by administering a pen injection.